Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The lead was very unstable on coronary sinus branch and when the patient sat down, the pacing threshold increased to 6.5 volts (v). The lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.